Event description:
Related manufacturer reference number: 2017865-2023-47904. It was reported that the patient's pacemaker was explanted and replaced along with the right ventricular lead due to noise being over-sensed and leading to pacing inhibition. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions and output verification under field conditions indicated normal functionality. Further sensitivity evaluation measured at nominal settings found were within sensing parameters. Additionally, visual inspection of the header and connector observed no contamination or foreign material that could contribute the reported noise event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. No other anomalies were seen.